Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during lv lead implant procedure, atrial and right ventricular leads were dislodged. The leads were explanted and replaced. The patient condition is good.